Event description:
It was reported that this patient presented to the emergency room (ER) due to symptoms of dizziness and near-syncope followed by a feeling of shocks from their implantable cardioverter defibrillator (ICD) device. A review of the device data indicates that the patient received inappropriate anti-tachycardia pacing (atp) therapy and inappropriate shock therapy due to atrial fibrillation (af) with rapid ventricular response (rvr). In one (1) episode, a 41 joules shock accelerated the patients rhythm into the ventricular fibrillation (vf) zone, and the device provided a subsequent shock of 41 joules which converted the arrhythmia. However, the patients rhythm went back into the atrial fibrillation (af) with rapid ventricular response (rvr) and they received four (4) additional shocks. It was noted that the patient will be seen by a cardiologist. The device remains in-service. No additional adverse patient effects were reported.